Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels was 33.1 and 32.2 mmol/l. Customer was using auto mode. Customer was not alleging insulin pump for under delivering. Customer stated that they already changed complete set. The insulin pump will not be returned for analysis.